Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified right common iliac artery, the fourth marker of the stent allegedly changed its position and went medially. It was further reported that the stent allegedly opened like a martini glass shape and the medial marker allegedly curved and protruded towards the left iliac. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure in the calcified right common iliac artery, the fourth marker of the stent allegedly changed its position and went medially. It was further reported that the stent allegedly opened like a martini glass shape and the medial marker allegedly curved and protruded towards the left iliac. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but provided videos show two stents that were deployed in a kissing procedure and one of the stent struts is bending which leads to confirmed results for material deformation. There were no indications of manufacturing deficiencies. Based on the provided videos and as the sample was not returned for evaluation, the investigation is closed with confirmed result for material deformation. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the IFU states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Holding and handling of the system for regular deployment was found sufficiently described. The IFU states that potential complications involved in using this stent include; stent fracture, stent kinking / collapse, stent migration and stent misplacement, regarding stent deployment, the IFU states "watch for the distal stent radiopaque markers to begin separating; separation of the distal stent radiopaque markers signals that the stent is deploying" and "during stent deployment, the moving radiopaque marker on the outer catheter moves backwards toward the proximal markers on the stent. This moving marker indicates the amount of stent deployed. The radiopaque markers on the stent must not move during stent deployment". The IFU further states "once the stent is partially or fully deployed, micro-adjustments are no longer possible and the stent should not be dragged or repositioned in the lumen". H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.